Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, 7:00am inratio: 1.9, 7:45am lab: 4.1, 7:00 pm inratio: 1.5. Pt's target therapeutic range is 2.0-3.0. Pt got a 411 error before getting the 1.9 result. Pt self tester gives himself lovenox injections whenever his inr is <2.0. He gave himself a lovenox injection before going to the lab to have his blood drawn. Pt called back with an add'l discrepant result: date: (B)(6) 2011, inratio: 1.1, lab: 1.6. Tests were done 10 minutes apart from each other.

Manufacturer narrative:
Investigation pending.